Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Based on the reported information the cause of patient¿s peritonitis cannot be determined. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy which can be due to many potential etiologies but most often due to touch contamination or a breach in aseptic technique during the pd treatment. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was discharged from the hospital and has an extension piece connected to the patient line. The patient does not know how to disconnect from it properly. Technical support advised the patient to contact the peritoneal dialysis registered nurse (pdrn). Upon follow up with two pd nurses familiar with the patient, it was reported the patient had symptoms of abdominal pain. As a result, the patient was hospitalized with peritonitis. Per the nurse, the patient had a pd culture obtained in the hospital but that the results are not available. Reportedly, the patient received pd therapy while hospitalized using baxter products and received unknown antibiotics. The patient was discharged on (B)(6) 2021 and continues antibiotic therapy with vancomycin 1gram x 5 doses intra-peritoneal (ip) on an outpatient basis. It was stated the patient is recovering and using the same cycler without any issues as the patient was able to remove the baxter connection (not a fresenius product). No further information is available abut the peritonitis event as the discharge summary/ pd culture results are not available, according to the nurse. The cause of the peritonitis is unknown. However, both nurses confirmed the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event.